Event description:
It was reported that a video cable had lost function on a colonoscopy system, and that this had resulted in loss of the image on the center monitor during a colonoscopy case. There was no pt injury or other negative health consequence.

Manufacturer narrative:
The cable from the endoscopy device was replaced.